Event description:
Staff said bag on patient bag arm, was filling up while bellows were on drive. Simulated case with test lung, bellows would not go up, had to flush 02, also would alarm "unable to drive bellows", while patient bag-would fill up. Called tech support at datex, recommended to remove manifold and reassemble, hopefully would fix problem. Tech believes there is a leak. If reassembly does not work, possible leak at bag to vent switch. Leak still present so placed call with datex (ge medical systems) for service. Got in contact with technician from datex. Technician will be out same day to look at unit. Removed anesthesia machine from room and tagged defective. Met with service rep from datex ohmeda. Went over unit and could not duplicate symptom, but once manifold was dissassembled, noticed worn bag to vent seal and the seal and diaphragm for the apl and replaced. Datex representative tested unit for proper operation. The following parts were replaced: apl diaphragm, and bag vent seal.inspection of additional machines revealed discolored and worn apl diaphram and bag vent seals. Apl diaphram and bag vent seals have been replaced on an additional 8 machines as a preventive measure.

Event description:
Part number 1006-9305-000. Customer reportedly noted that the rebreathing bag was filling during mechanical ventilation. The customer contacted the ge healthcare technical support department. The customer reportedly followed the recommendation by the technical support department to reassemble the manifold. The reassembly reportedly did not resolve the reported complaint. The customer contacted their local ge healthcare service representative who performed a checkout of the unit, and the reported complaint could not be duplicated. The service representative did note, however, that thebag-to-vent seal had started to fade in color. The service representative replaced the apl diaphragm and the bag-to-vent seal. The parts were subsequently discarded. Although there are no samples to investigate, it should be noted that the faded color of the bat-to-vent seal does not affect the performance of the machine. It should also be noted that the manufacturer recommends routine inspection of the seals and replace if damaged or worn, as stated in the aestiva operation manual. An investigation into the exact root cause of the reported complaint cannot be undertaken as the samples have been discarded. Aestiva anesthesia machine line - installed base - 24,745